Event description:
General report received of an unspecified number of undocumented incidents of air in the tubings distal to the filters. The tubing sets were extension tubing sets with filters. The extension tubing sets were connected to symbiq tubing sets and were used to delivery unspecified volumes of either unspecified saline solutions or lactated ringers solutions. It was reported that the tubing sets were primed without difficulty and no air was noted. The customer contact reported that after the deliveries were initiated, unspecified volumes of air were noted in the tubings distal to the filters of the extension tubing sets. No air in the tubings distal to the filters of the extension tubing sets. No air was delivered to the pts. The deliveries were stopped. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(6). Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).